Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed failed battery. Customer confirmed receiving a replace battery alarm. Blood glucose value was 158 mg/dl. The contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. It was advised to clean the battery cap and insert a new battery; customer received a failed battery test alarm. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected power error noted during testing. However, power error , low battery alarm and failed battery alarm noted in trace download analysis due to intermittent non-sleep anomaly software error. Device received with cracked retainer.